Event description:
It was reported that during emi testing of the 9900 system, the voltage was dropping intermittently. The system was being tested as part of an emi verification in a controlled facility. There was no pt involvement.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.